Event description:
It was reported by the customer that a pyxis medstation es system was in critical override and showed a black screen. The customer reported that there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was in critical override and screen went black. A technical support specialist unable to find a problem in the station, no issue found. The system functioned as intended after the technical support specialist troubleshooted the device.